Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro (B)(4): it was reported that the pump failed a flow rate test. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed the tamper seal was missing upon receipt. Error code was not found in the ehl (event history log). The customer reported problem was not duplicated during the investigation as the pump was found to be within manufacturing specifications. Root cause of the reported event is unknown, no issue was found. No repairs are needed. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required. Service review identified this device has not been in for service previously., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.